Manufacturer narrative:
Follow-up #1: date of submission 01/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2015 with the following findings: the pump powers with returned battery cap to a dim discolored display. A cs 054 errors observed in black box on 11/7/2014. The pump case was removed and there was no evidence of moisture or loose components inside pump.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the display screen was blank. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.